Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7) from a penumbra system jet 7 kit. During the procedure, the physician successfully completed three passes using the jet7 and a penumbra system 3max reperfusion catheter (3maxc) and a neuron max 6f 088 long sheath (neuron max). Upon completion of the fourth pass, the physician attempted to retract the 3maxc and felt resistance. It was then found that the tip of the jet7 had broken off in the rhv. The jet7 was therefore removed and was no longer used in the procedure. The procedure was completed using another jet7 and the same 3maxc and neuron max. There was no report of an adverse effect to the patient.